Event description:
A customer reported that the ultrafiltration (uf) rate was higher than intended during a pt treatment on a system 1000 hemodialysis machine. The intended uf rate was 3.7 kg over a 5-hour treatment time. The treatment was discontinued after 2 hours and was resumed on another machine. There was no pt injury associated with this incident.